Manufacturer narrative:
A field service engineer was dispatched on (B)(6) 2015. The fse spoke to the customer over the phone and provided instruction on replacing the sample needle. The customer ran qc (quality control) and patient samples with no issues. No further action required by fse. The g8 analyzer was functioning as intended with all errors cleared. The most probable cause of the reported event was fault of failure of the sample needle. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2015 a customer reported a 706 large syringe error with their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.